Manufacturer narrative:
Concomitant medical devices: 419388 lead; 5076-52 lead, implanted (B)(6) 2004.

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead due to t-wave oversensing (twos) post ventricular sense. Sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.